Event description:
It was reported by an epilepsy pt to MFR's employee at (B)(6) in (B)(6) that her friend had vns implanted and subsequently died of seizure. No mention of vns as a cause of death was provided. The rptr requested to remain anonymous and preferred to not be contacted by the MFR for f/u as she does not have any add'l details to provide. MFR performed a search with the name (B)(6) with the event as death but did not find any records.